Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jun-2023. H6: investigation summary customer returned (B)(4) syringes inside the open polybag. Customer stated " black line on the needle surface. The syringes from the open bags where visually inspected under the microscope and small black marks were observed on the cannula surfaces that looked like a discoloration of the cannula metal. The canula was scraped using the safety knife and we were not able to get any foreign material from the black lines from cannula surface for the ftir testing. A review of the device history record was completed for batch# 2199495. All inspections were performed per the applicable operations qc specifications. Embecta was able to confirm the customer indicated failure (black marks on cannula surfaces).

Event description:
It was reported that a foreign mark was found on the bd ultra-fine¿ insulin syringe needle surface. The following information was provided by the initial reporter and translated from vietnamese to english: "black line on the needle surface"

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a foreign mark was found on the bd ultra-fine¿ insulin syringe needle surface. The following information was provided by the initial reporter and translated from vietnamese to english: "black line on the needle surface".